Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered in the tubing of a small volume folfusor. The pm was further described as, ¿a defect or foreign body in the line¿. The pm was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. Correction:occupation. The lot was manufactured from october 30, 2019 - october 31, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a dark brown burnt polyvinylchloride (pvc) which appeared to be embedded in the tubing line. Pvc is the raw material of the device tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition was verified. The cause of the condition is a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.